Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. The stored egm noted that the device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing and device reprogramming resolved the issue. Related MFR# 2938836-2017-22307.